Event description:
Ous MDR - multiple shocks were delivered during the detection of unusual artifacts. The dates of implantation and explantation were not given. Also, the event date was not provided.

Manufacturer narrative:
Ous MDR - only the proximal section of the electrode was returned for analysis. The electrode was separated above the rv shock helix, probably with a scalpel. A deformation of the inner lead helix was found during analysis. The damage shows that the inner lead helix was twisted without the inserted stylet. There was no evidence of material or mfg error. The proximal piece of the lead showed no lead breakage or other abnormalities.